Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient was planning on having the ins system removed for an MRI and also because the ins stopped working about a year after it was implanted, meaning the patient experienced a loss of therapeutic effect. The patient had the ins to treat fecal incontinence and ended up having to get a colostomy. The patient was redirected to their healthcare professional to further address the issue.